Event description:
It was reported that the system would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The boards reseated, the battery was replaced, and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.